Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported patient effects of hematoma, hemorrhage, hypotension and tissue damage are listed in the perclose proglide instructions for use as known adverse events associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported failure to achieve hemostasis and patient effects; however, the treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4) medwatch report number (B)(4). (B)(4).

Event description:
Subsequent to the initially filed report, the following information was received via a user facility medwatch report: describe the event or problem: post procedure 6f sheath, md decides to use perclose 6f at access site. Protocol was followed. First perclose deployed but did not achieve hemostasis due to suture breaking. Second perclose deployed but steady bleeding was noted. During this process hematoma occurred. Cvt (cardio-vascular tech) assisted in holding proximal pressure while I held over access site. Wire access was always maintained during this process. Md was notified of the situation. Md opted to reinsert long sheaths 7f (dr (B)(4) and md arrived to assist), 8f and 10 f sheath sequentially. Dr ordered femostop to be placed over the site with 10 f sheath still in. Femostop placed at 160 mmhg, hemostasis was achieved and patient was transferred to cvl recovery bed 17. This patient became hypotensive and developed bleeding from the right groin. The findings at surgery: failure of proglide device to close artery. What was the original intended procedure?: right groin cannulation and percutaneous coronary artery angioplasty"

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effects of hematoma and tissue damage are listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an unspecified interventional procedure. Reportedly, the sutures of two proglide devices failed to deploy. The sheath was upsized to a 7f, 8f and 10f with the intent of applying manual arterial compression; however, a hematoma developed. A vascular tear was suspected to have occurred. The patient coded for one hour, was given CPR and sent to surgery. The artery was repaired and hemostasis was achieved via surgical suturing. No additional information was provided.